Event description:
It was reported that the patient experienced a device pocket infection. Antibiotic treatment was necessary. A culture was taken from the device pocket. The pump was explanted and would be replaced in the future. The event occurred post-operatively on approximately 2014 (B)(6). At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen. It was later reported that pocket site cultures grew (B)(6). The patient experienced drainage. At the time of this report, the patient was recovering and was being treated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).